Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. The reported leak was confirmed, a leak was observed coming from the hub which had a visible crack. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional 4.0x20mm nc trek referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery. The 4.0x20 mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation, resistance was felt with the guide catheter and during inflation blood filled the indeflator. After removal, it was noted that the distal shaft had separated. A new trek bdc used to complete the procedure. There was no clinically significant delay of procedure and no adverse patient sequela. On 08/14/2017, an additional 3.0x15mm nc trek was returned. Additional information reported that during preparation of the 3.0x15 mm nc trek bdc, a leak was observed in the balloon. The device was not used and was replaced. No additional information was provided.